Manufacturer narrative:
The technician adjusted the brake position for all four casters to repair the stretcher.

Event description:
Information received indicates the stretcher still rolls after the brake/steer pedal has been placed into the brake position.